Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the surgeon believes that the active electrode array is not in the cochlea but into the posterior semicircular canal. Revision surgery is scheduled for (B)(6) 2014.